Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device has been discarded, therefore, the root cause of the reported insufficiency, perivalvular leak and evidence of pannus in the right and left coronary leaflets cannot be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Pannus formation found in the right and left coronary leaflets most likely caused the insufficiency and "perivalvular leak at the level of the right-left coronary commissures where the valve was attached to an old autologous pericardial patch covering the muscular ventricular septum in the area of previous septal abscess" noted in the operative report. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 5 years due to severe aortic regurgitation/insufficiency. Per the op report, tee revealed severe aortic regurgitation with possible perivalvular leak with moderate mitral valve regurgitation and severe pulmonary hypertension. There was no evidence of other pathology except cardiomegaly, moderately diminished left ventricular ejection fraction (40%) and severe left ventricular hypertrophy. The aorta was opened in a transverse fashion and the valve was examined: there was significant structural deterioration of the right and left coronary leaflets with evidence of pannus and possibly vegetation on these leaflets. There was also evidence of perivalvular leak at the level of the right-left coronary commissures where the valve was attached to an old autologous pericardial patch covering the muscular ventricular septum in the area of previous septal abscess. The valve was excised and the limited debridement of the annulus was performed. The subject device was replaced with another edwards bioprosthetic valve.